Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an unknown procedure at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6) 2023. It was reported that the clip was released without applying the required pressure. The procedure was completed with a new clip. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.